Event description:
Device 2 of 2. Reference MFR report#: 1627487-2013-20247. The patient was implanted with two leads of the same lot number. It was reported the patient did not charge the ipg for 4 to 5 months; therefore, the ipg would not communicate with external devices. Surgical intervention was undertaken to replace the ipg. During the procedure, the physician opted to replace the leads due to their age. One lead was determined to be fractured. Effective stimulation was achieved post-operative and the issue has resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.